Event description:
It was reported from (B)(6) that during service and evaluation, it was determined that the craniotome device had a worn bearing, scratches on the dura guard, a motor connection catch, a cutting bar catch, the cutter device could not be inserted, was generating heat, had vibration, and was making an unexpected noise. It was further determined that the device failed pretest for visual assessment, lock operation assessment, cutter insertion, vibration, and temperature assessment. It was noted in the service order that the device had difficulty inserting a burr. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention, or prolonged hospitalization. The exact date of the event was not reported, however, it was reported that the event occurred in (B)(6) 2022. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. Additional narrative: the actual device was returned for evaluation. During repair, an evaluation was performed and it was determined that the device had difficulty inserting a cutting burr and was generating heat. Therefore, the reported condition was confirmed. The assignable root cause of this condition was determined to be traced to component failure due to wear. UDI (B)(4).

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. H10 additional narrative: device evaluation update: the actual device was returned for evaluation. During repair, an evaluation was performed and it was determined that the craniotome device had a worn bearing, the cutter could not be inserted, there was heat, component damage, and the locking mechanism was stiff/stuck. It was further determined that the device failed pretest for visual assessment, lock operation, cutter insertion, and temperature assessment. Therefore, the reported condition was confirmed. The assignable root cause of this condition was determined to be traced to component failure due to wear. Correction d9, h10: subsequent investigation was performed and the investigation has been updated. The date returned to manufacturer was documented as march 9, 2022 on the initial report. This date has been updated to march 2, 2022. It was inadvertently reported in the previous supplemental medwatch report that the device failed pretest for vibration and making an unexpected noise. The investigation has been updated as these failures were mistakenly specified in the pre-test.